Manufacturer narrative:
(B)(4) date sent: 6/27/2016. Batch # ni

Event description:
It was reported that while performing a laparoscopic cholecystectomy the device loaded with the white reload, on the first firing, was placed into the patient through the trocar and the doctor wasn't able to open the jaws of the instrument. The doctor removed the instrument from the patient and used a second device to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n5493m. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.